Manufacturer narrative:
A2 - age at time of event: the mean age of patients was 79 plus or minus 7.8 years. A3a - sex: 745/1101 patients were male. B2 - date of death: the death date was estimated to the first known cas procedure included in the study. B3 - date of event: the event date was estimated to the first known cas procedure included in the study. D6a - implant date: the implant date was estimated to the first known cas procedure included in the study. H6 - patient codes : e2401 was used, as the cause of death was not reported. Detailed product or patient information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Stefanini, m., cacioppa, l. M., bellini, l., ginanni corradini, l., d onofrio, a., & simonetti, g. (2024). Dual-layered micromesh stent technology for embolic prevention in carotid revascularization: technical experience and clinical outcomes from a high-volume interventional radiology center. The journal of cardiovascular surgery, 65(3), 213 - 220. Https://doi.org/10.23736/s0021-9509.24.13033-9.

Event description:
It was reported via literature that patients treated with carotid wallstent died of unknown causes following their carotid artery stenting (cas) procedures. The study reviewed data from 1101 cas procedures performed between (B)(6) 2023. In all procedures, a distal embolic protection system (filterwire) was adopted in all cases. The majority of patients (80.2%) were treated using a non-boston scientific dual-layer mesh-covered stents (dls). The remaining 218 (19.8%) patients were treated using single-layer first generation stents (carotid wallstent). The primary endpoint was survival free of death, stroke, and myocardial infarction (mi) at 30 days. In addition, technical success and periprocedural major adverse clinical event rate (with a focus on stroke) were also evaluated. Of the 218 patients treated with carotid wallstent, 2 patients died in the 48 hours - 30 days following their respective cas procedures. The cause of death was not reported for either case. No further information was reported to boston scientific.